Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test, failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the device was returned to zoll medical corporation and the customer's reports were not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing and defibrilaltion cycling without duplicating the reports. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device logs showed no errors relating to the device failing to charge. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test, failed to charge and intermittently would not display a ECG signal using electrodes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.